Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 597 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, the customer noted air bubbles/ air gap. The customer was instructed to insert a new infusion set site.